Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus calibration was disturbed. The twenty-five point stylus calibration was done, which resolved the issue; the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer experienced disturbed calibration. The programmer has been returned for repair. There was no patient involvement.